Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling systemwas implanted on (B)(6), 2011.according to the complainant, the patient experienced an unknown injury.according to the physician's office, the patient was last seen on (B)(6), 2011 and had presented with two incidents of urinary tract infections after the procedure. The patient was prescribed medication for the infection. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.